Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced ventricular fibrillation and cardiac that required defibrillation and chest compressions. The patient went into refractory ventricular fibrillation (vf) a few seconds after pfa (pulse field ablation) application using the farawave catheter for 20 to 30 mins. This occurred after the 3rd pfa application while in basket mode in the left superior pulmonary vein. The patient was shocked, which failed so they started compressions. Medication was given and the patient was shocked again. Compressions continued until the patient returned to sinus rhythm. They used ice (intracardiac echocardiography) to check for a pericardial effusion and performed an echo to confirm no pericardial effusion was found. The patient's last known status was stable when sent to the ICU (intensive care unit). It was reported that before pfa, rf (radiofrequency) was used on the cti (cavotricuspid isthmus) line using the ngen system, and no rf was completed in the left atrium. The physician did know what caused the patient to go into ventricular fibrillation.